Event description:
It was reported that two ilet cartridges leaked, and the user observed a disconnected silver piece and difficulty keeping the cartridge seated in the pump, with blood glucose rising to 350 mg/dl. Symptoms included emotional lability, irritability, and stomachache consistent with hyperglycemia. Outcomes included high glucose requiring user intervention and replacement supplies. Investigation included troubleshooting with the user, review of photos to be provided, and provision of replacement cartridges and a goodwill sample of infusion sets. Investigation of this case revealed a reported leak and suspected cartridge-to-connector fit issue. It was concluded that a device component issue with the cartridge was suspected and replacement product was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.